Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was escalated from an impella cp to an impella 5.5. After the impella 5.5 was placed and impella cp was explanted, it was identified that the patient had a ruptured papillary muscle with hyper dynamic mitral valve. The impella 5.5 was repositioned at the bedside. The impella was weaned successfully concurrently with increasing extracorporeal membrane oxygenation.

Manufacturer narrative:
The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.